Manufacturer narrative:
Product complaint # : (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. Initial reporter occupation: lawyer. Follow-up is being conducted to obtain legal contact information. If/when the contact information is received, a supplemental med watch report will be submitted. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2023, the patient had a revision left hip with removal of acetabular cup, screws x5, and placement of competitor cup and screws x4, along with depuy femoral head. Prior to surgery, the patient was experiencing instability. During the procedure, the surgeon observed weakness of the gluteus maximus muscle. The dual mobility head was revised, along with the liner. Doi: (B)(6) 2022; dor: (B)(6) 2023; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : on (B)(6) 2023, the patient had a revision left hip with removal of acetabular cup, screws x5, and placement of competitor cup and screws x4, along with depuy femoral head. Prior to surgery, the patient was experiencing instability. During the procedure, the surgeon observed weakness of the gluteus maximus muscle. The dual mobility head was revised, along with the liner. The product was not returned to depuy synthes, however photos were provided for review. (B)(4). The x-ray investigation revealed nothing indicative of a device nonconformance. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed due to joint instability can be expected as a result of the dislocation between the femoral head and the liner. However, there is no evidence that would suggest that the unknown screw would contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed.

Event description:
Medical records were received: doe: (B)(4)2022: patient presents with pain and feelings of instability in her left hip. X rays identify a well-fixed and stable tha. Patient is treated with physical therapy and oral medication. Doe (B)(6)2022: patient received a closed reduction of the left hip to treat a dislocation after a slip and fall while feeding her cat. The procedure was completed without complications. The patient is prescribed additional physical therapy. Patient continued to experience pain and instability after physical therapy and on (B)(6)2023, the patient was referred for revision to treat the instability and pain secondary to dislocation of the left hip following a fall. (B)(6)2023: patient received a left hip revision to treat instability and pain secondary to a dislocation after a fall. The femoral stem was stable and retained. The cup, screws, and dual mobility head/liner were revised and replaced with competitor products. The procedure was completed without complications. The dislocation treated with closed reduction and the revision to treat instability are continuations of the same event. Doi: (B)(6)2023. Doe: (B)(6)2022. Dor: (B)(6)2023. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.